Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from clinical technical support, and the case was closed without further actions.